Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace teflon pad detached. The user reported that the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.